Event description:
Consumer complaint of blood results reading "hi". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 132-140mg/dl fasting. Verified the strips expire 08/30/2016. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: no adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood results reading "hi." Customer states that he feels well and requires no medical attention. Customer's expected blood results are 132-140mg/dl fasting. Verified the strips expire 08/30/2016. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.